Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for dystonia. It was reported that the patient was doing well enough to go back to work three hours a week, but the patient noted that working three hours completely drains the battery. It was also noted that the patient¿s dystonia is worse the next day or so afterwards. It was reported that the patient has had the device almost a year and charges daily. It was reported that the patient¿s frequency was just increased to 160 as higher pulse width led to more pulling, but now the patient was having cramping. It was noted that the patient¿s impedances were normal as well. It was noted that based on the patient¿s settings, the anticipated charging was every six to nine days. Patient¿s settings lgpi: c+, 3-, 2-; 4.0 v; 130 usec; 150 hz; 667 ohms; 5.978 ma rgpi: c+, 10-, 9-; 3.5 v; 120 usec; 150 hz; 594 ohms; 5.785 ma.